Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. A manual defibrillator was used and the patient survived.

Manufacturer narrative:
(B)(4). This issue was previously reported on pr (B)(4) with MDR 3030677-2016-01858. The device investigation is completed.